Manufacturer narrative:
(B)(4). Additional information: the cause of the high drain alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter's technical service center to regarding a high drain alarm, which occurred on the homechoice (hc) machine during use during drain 1 of 6 at the end of the therapy. The cycle 6 drain was equal to 6515ml and the largest total fill volume was 2700ml. A high drain/call pd nurse alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. There was a patient involved, but no patient injury or medical intervention indicated was associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition. A review of the event log confirmed the condition. This device was visually and functionally tested per product specifications. No failure or malfunction was identified with the device during the initial evaluation that could have caused or contributed to the reported issue. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.